Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension was within specification. Visual and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead was unable to capture ventricle at high output, bipolar and unipolar. The lead did not appeared to move under x-ray. Microdislodgement was suspected. No intervention was performed and the lead remained implanted. The patient was stable.

Event description:
Additional information received noted the right ventricular lead was explanted and replaced on (B)(6) 2020. There were no patient consequences.